Event description:
The customer reported that the spo2 parameter was lost for an undetermined time period.

Manufacturer narrative:
The report from the customer indicates that the spo2 parameter was lost for an undetermined time period during installation testing. The available info indicates that there was no inop message when the spo2 parameter was lost. Add'l investigation will be done to determine if there was a health risk. A final report will be submitted once the investigation is completed. (B)(4).